Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a chemo spill was caused by the set leaking at the luer-lock site where the texium attaches. No cracks were seen. The set was attached to a patient's chest port at the time of the leak. There was no patient harm.